Event description:
It was reported that this right atrial (ra) lead exhibited high pacing threshold measurement. This ra lead was surgically abandoned and was replaced with the same model. No additional adverse patient effects were reported.